Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm cadiere forceps instrument had inverted movement on the universal surgical manipulator (usm) 2. The inverted movement was limited to this cf instrument only and to recover an intuitive movement for this instrument, site replaced the cf with one from another lot with nothing relevant was found in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm cadiere forceps instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6 mm cadiere forceps instrument for failure analysis investigation. The instrument was analyzed and the housing was removed, and the instrument was found to have a broken roll gear. This failure likely caused the unintuitive motion observed. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms; however, the grip tips moved in the opposite direction. This behavior was observed in the roll direction and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. This failure is likely due to the broken roll gear observed.

Event description:
Refer to h11 for follow-up information.